Event description:
Healthcare professional reported that a lap-band system was leaking. The physician filled the device with 10 cc's of saline and a month later only 7 cc's was removed. The physician performed an "injection with contrast dye and could not fine leak." The physician suspects a leak because the patient reports no restrictions when the device is filled. The lap-band system remains implanted and surgery has not been scheduled at this time.

Manufacturer narrative:
Med watch sent to FDA on: (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."